Event description:
It was reported that following treatment for a ventricular arrhythmia, intermittent t-wave oversensing (twos) was observed. It was suspected by the clinician that the twos was related to the patient's condition as opposed to a product problem. The lead remains in use, and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).